Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced diabetic ketoacidosis with a high blood glucose level of 541 mg/dl. The customer was hospitalized for nine hours in the intensive care unit. The customer's mother was informed that there could be many reasons for high blood glucose. The mother stated that she was promised a replacement pump if her daughter had another adverse episode. The mother stated that the pump failed to deliver insulin. The mother was informed that the pump can be replaced but through failure analysis. The customer did not want to give any details about the hospitalization at the time of the call. No further information was provided.